Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels went high (exact bg levels was not provided) and the ketone levels increased to 6.8 mmol/l. The pod's cannula reportedly did not properly insert into the infusion site. The pod was also reportedly leaking during wear. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.